Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 15, 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high reading and the control solution is failing. According to the patient, approximately a week or two ago, the patient was getting elevated blood glucose reading of "189 mg/dl." As a result of the high reading, the patient reportedly increased his insulin to 12 units. Sometime after the reported issue began, the patient allegedly had symptoms described as "sweaty" and administered self-treatment with oral glucose. The patient was not tested on any other device at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed that he had symptoms that can be suggestive of hypoglycemia after he took insulin per an elevated lfs meter reading. Replacement products were sent to the patient.